Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "homogeneous liquid around the implant." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Seroma late: unable to observe, as it is a medical event. That is not related to the device. Additional observations: red and yellow particles on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Device has been explanted.